Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6, and h11: the reported problem was confirmed through vyaire's failure analysis lab. The log file analysis tool was utilized and duplicated during functional check. An isolated problem of improper settings during set up. The rise time and/ or high pressure alarm limit were not set appropriately.

Manufacturer narrative:
Vyaire medical file indentification: (B)(4). H3: 81 other - currently the suspect device has not been returned for evaluation. A root cause cannot be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : currently, the device has not been received for evaluation.

Event description:
It was reported to vyaire medical the pressure support is "not working" on this unit. The unit was on a patient, no patient harm.